Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, eccentric, mid left anterior descending artery. While deploying the 3.0 x 18 xience prime stent, a distal edge dissection occurred. Another xience prime stent was used to cover the dissection. There was no interaction of devices. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency.